Manufacturer narrative:
(B)(6). Date of report: 13aug2019.

Event description:
The customer reported touchscreen calibration failed. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 11 november 2019. Date of this report: 12 november 2019. The support service technician performed evaluation and confirmed the reported problem. It was reported the touchscreen operational failure was duplicated but still failed calibration. The support service technician then replaced the touchscreen to resolved the issue. It was also found that the rubber feet were missing and the technician replaced them as part of maintenance. No other abnormalities were found after repair and during maintenance. Unit was checked overall, cleaned, run in and functionally tested.